Manufacturer narrative:
.

Event description:
It was alleged that two super turbovac 90 wands were not recognized by the quantum ii controller. The surgery was completed by converting to an open procedure. There have been no reported patient complications.

Manufacturer narrative:
Examination was not possible, as the device was not received by the evaluation lab. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.